Event description:
It was reported that the patient was not dependent on the device for normal function. It was noted that noise was observed in 2022 on the right ventricular (rv) lead. The physician initially attributted the noise to possibly be due to electromagnetic interference (emi). A suspicion of exposed conductors was made though not confirmed by imaging. The rv lead's electrical function was otherwise normal. The patient was to be scheduled for a rv lead revision at a future date. The patient was stable.

Event description:
New information notes the right ventricular (rv) lead was explanted and replaced. The patient received a new system. There were no adverse consequences to the patient.